Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
The customer reported that the gantry had unexpected movement during service by the field service engineer. There were no patients involved. No further information is expected.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The company representative went on site and reseated the gantry cable to address the reported event. Based on the information obtained, the root cause of the reported event can be attributed to intermittent cable connection. (B)(4).

Event description:
Additional information received; the movement of the gantry was to the right.